Event description:
A family member alleged that the decedent experienced cardiovascular events and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with MDR #1225714-2014-00900.